Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation. The from their orthodontist states not only is there no progression, but teeth are also getting worse. Experiencing posterior spacing and changes in bite.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.